Event description:
It was reported the tube pms plh 13x75 3.0 slbl lim ce experienced poor barrier separation of sample this event occurred (B)(4) times. The following information was provided by the initial reporter: translated to english. The customer stated there was "low centrifugation use of the barricor, has an impact on the amount of plasma recovered. Test carried out by the laboratory and validated. Many samples in iq (B)(4). No erroneous results proven. Consequences for the patient: insufficient quantity of sample for carrying out particularly urgent examinations; re-collection. Therefore inconvenience/comfort for the patient and above all delay in the delivery of results and therefore in the therapeutic management (potentially serious depending on the clinical situation and the examination not delivered)."

Manufacturer narrative:
H.6. Investigation: no samples were returned in support of this complaint, and no photographs were provided. Testing the retained samples is not an option as the tubes expired in july 2019 and have been disposed by manufacturer in (B)(6) 2020. The complaint was not confirmed based on no evidence provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube pms plh 13x75 3.0 slbl lim ce experienced poor barrier separation of sample this event occurred 60 times. The following information was provided by the initial reporter: translated to english. The customer stated there was "low centrifugation use of the barricor, has an impact on the amount of plasma recovered. Test carried out by the laboratory and validated. Many samples in iq 10%. No erroneous results proven. Consequences for the patient: insufficient quantity of sample for carrying out particularly urgent examinations; re-collection. Therefore inconvenience/comfort for the patient and above all delay in the delivery of results and therefore in the therapeutic management (potentially serious depending on the clinical situation and the examination not delivered)."